Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for a routine pacemaker change procedure on (B)(6) 2021. Prior to the procedure, atrial lead noise was noted upon interrogation that had caused inappropriate automatic mode switching and a high atrial rate. The noise was recreated with isometrics. Programming changes were made to address the issue, although this was unsuccessful at eliminating the noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.